Event description:
The customer reported that the insulin pump was exposed to water and it is not functioning. The caller also stated that the device was vibrating without an alarm or alert and a constant was occurring. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip. The motor error alarm occurred during the rewind due to a corroded motor home switch. No unexpected beep alarm was noted. However, the insulin pump had moisture damage on the electronic assembly.